Manufacturer narrative:
Investigation summary: material #: 363706; lot/batch #: 3143765. Bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to clotting as all samples met specifications. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while collecting a blood sample in a bd microtainer® map microtube for automated process k2 edta 1.0 mg, the sample clotted. Multiple attempts were required to get a usable sample. There was no report of adverse impact to patients or users.

Event description:
It was reported while collecting a blood sample in a bd microtainer® map microtube for automated process k2 edta 1.0 mg, the sample clotted. Multiple attempts were required to get a usable sample. There was no report of adverse impact to patients or users. Report 2 of 4.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.